Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05415. On (B)(6) 2013, the pt underwent a permanent implant procedure. When both of the leads were connected to the ipg invalid impedance was present. As a result, the leads were disconnected from the ipg and tested. The results revealed no anomalies. Regardless, the leads were implanted and invalid impedance remains.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.